Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were dark blue and dark green in appearance. Black and white particulate matter was noted on the outer surface of the shell. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed and the balloon was leaking from two small openings on the radius portion of the balloon shell. Under microscopic analysis, two openings were noted on the radius portion of the balloon shell. The openings were observed to have striated edges, and are consistent with surgical damage. A non penetrating nick/ mark was observed on the radius portion of the balloon shell near one of the openings. Blue and green particles were noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to the FDA on 19/jun/2019. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warning and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "urinated greenish. An endoscopy was performed which confirmed that the balloon was ruptured." The balloon was removed and replaced.